Manufacturer narrative:
G4: 30may2020. B4: 02jun2020. The cpu (central processing unit) was returned for analysis. Customer complaint verified. Root cause is contamination is ls1 assembly. Other errors found in the log did no reoccur in the cycle testing. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of back-up alarm failure in the diagnostic report. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.